Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made ware of an incident where hcp was unable to remove the entire sensor from the user's arm.the date of event was on (B)(6) 2025.the sensor was broken into two parts and only one part was successfully removed and discarded and other half of the broken sensor remained in the user's right arm.

Manufacturer narrative:
Sensor (B)(6) broke during removal attempt on (B)(6) 2024. Only one piece of the sensor was successfully removed and the remained piece was unable to be removed. The remaining sensor piece was successfully removed during second attempt. A return material authorization (RMA) was issued to request the sensor pieces for further evaluation. However, the sensor pieces were never received.the potential root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor.the procedural adverse events like "inability or difficulty to remove sensor" and "sensor breakage during removal" are known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". No further investigation was found necessary for this complaint. B4.date of this report 22 oct 2025. G3.date received by the manufacturer? 22 oct 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.